Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose/protruded drive support disk. It was unable to perform the prime test due to the error alarm. Device was received with cracked case at display window corners and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime and insulin was squirting out of the tubing. The drive support cap is normal and no gap is seen between the piston and reservoir. Blood glucose value at the time is unknown; last reading was 150 mg/dl and current one is 235 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.